Event description:
Caller reported a malfunction with the tandem pump, indicated by code 199, and confirmed by cts as a pump issue. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts provided instructions for resetting the pump, and the caller successfully reset it without the malfunction recurring. Customer was advised to continue using the pump and to contact support if the issue arose again.